Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of air bubbles anomaly on the reservoir. The customer's blood glucose reading was 237 mg/dl. The sizes of the air bubbles are 0.3 cm. The air bubbles occurred after 24-36 hours. The customer stored insulin by room temperature. The pump was not rewound with a reservoir in place. The product was not returned for analysis.